Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concerns with the product and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed opening on posterior side assessed as surgical damage like. ¿ white calcification observed on the surface of the shell. ¿ yellow particles observed on the surface of the shell. ¿ yellow encapsulation observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported, left side exchange from textured to smooth implants, due to the patients concerns with the product and capsular contracture, baker grade iii. Device has been explanted.